Event description:
It was reported that, during the field representative consultation, the physician had informed that this patient experienced a syncope episode a few weeks prior. Upon review, the right ventricular (rv) lead on this pacemaker had been reprogrammed. The physician also mentioned that during the last device interrogation, the pacing thresholds were highly unstable. Since the urgent reprogramming, the condition had been stabilized, but the thresholds were still high. Subsequently, a new threshold testing was conducted and reprogrammed. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction. Code added: a070101. H6 field.

Event description:
It was reported that, during the field representative consultation, the physician had informed that this patient experienced a syncope episode a few weeks prior. Upon review, the right ventricular (rv) lead on this pacemaker had been reprogrammed. The physician also mentioned that during the last device interrogation, the pacing thresholds were highly unstable. Since the urgent reprogramming, the condition had been stabilized, but the thresholds were still high. Subsequently, a new threshold testing was conducted and reprogrammed. This pacemaker remains in service. No additional adverse patient effects were reported.